Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In artemis, the 319 error code indicating that a node, that was configured has stopped responding; confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 319 error was triggered indicating a node not being present, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the rolling-loop fiber. The complaint was confirmed based on failure analysis. The root cause is attributed to the rolling loop fiber in the usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, repeated non-recoverable error 319 occurred on universal surgical manipulator (usm) 2, and usm 2 stopped moving. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed error 319 in the logs, and usm 2 was found to be disabled after a repeated error. The tse had the customer power cycle the system, but the error reoccurred. The customer planned to use the remaining three usm arms to continue with the procedure. The procedure was completing as planned with no reported injury.